Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to clear the alarm and able to clear rewind the insulin pump. Customer was received multiple power loss alarms when batteries are out of the pump less than 10 minutes. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.